Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device insertion, the sheath kinked. The device was removed over the guide wire and a second proglide device was used.

Manufacturer narrative:
(B)(4). Part 2 (part# 12673-03, lot# 85011-6h) listed was previously filed under MFR# 2953144-2010-00302. Eval summary: the device was returned with the plunger still in the pre-deployed position. The sheath looked normal and there was a kink on the sheath just below the overmold area. During the eval, the guidewire was backloaded and frontloaded without any problems. Based on the results of the investigation, the device conformed to specifications. It was reported that the device was deployed in a morbidly obese pt. According to the perclose proglide smc device instructions for use state under special pt populations. The safety and effectiveness of the perclose proglide smc devices have not been established in pt populations who are morbidly obese (body mass index > 35 kg/m2). Therefore, the root cause for the kink sheath is related to operational context in the use of the device. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.